Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged discrepant results for one patient using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a/b) when tested on cobas liat. The same sample was repeated on cobas 8800 and a competitor assay (genexpert), both of which yielded negative results. The same sample was then repeated on cobas liat and generated negative results. The positive result was reported out. No harm is alleged. Per FDA guidance for eua, 1 MDR is being submitted.

Manufacturer narrative:
The original discrepancy observed was due from a sample mix-up at the customer site.review of the data for the positive run confirmed a strong growth and no abnormalities were observed.